Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter tray was missing the lubrication syringe.

Event description:
It was reported that the catheter tray was missing the lubrication syringe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this foley tray product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product catalog number is unknown, the foley tray product ifus are found to be adequate based on past reviews.